Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'failed flow accuracy.' Was not reproduced. Evaluation sent the unit for flow accuracy test per swi 105-005. Test was performed with a delivery rate of 40ml/hr. The vtbi was 20ml and the unit delivered 21.118ml. The flow accuracy error percentage was 5.59%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The pressure travel plate will be adjusted per service procedure. Should additional relevant information become available, a supplemental report will be submitted.